Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported output anomaly was confirmed via programmer printouts. The device was tested on the bench and using the automated test equipment system. No anomalies were found and the device met all specifications. The cause of the reported output anomaly could not be determined.

Event description:
It was reported that during device change out for eri, an alert displayed for possible hv circuit failure. The device was explanted and replaced.